Manufacturer narrative:
Analysis performed by r&d manager: from the images attached to the complaint the following explanted implants are visible: -stem: in the images the proximal half of the explanted stem is visible, the stem is covered with patient blood and the stem is free of ha coating. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. -cup and liner: in the images the explanted shell connected with the liner are visible; the external surface of the shell and the internal part of the liner are covered with patient blood residuals. Both on the liner some signs of minor damage and scratches are present which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the cup loosening reported.

Manufacturer narrative:
Batch review performed on 21-jan-2025: lot 146839: (B)(4) items manufactured and released on 23-jan-2015. Expiration date: 21-dec-2019. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Other device involved: cup: versafitcup cc trio 01.26.45.0056 acetabular shell cc trio ø 56 (k103352) lot 147726: (B)(4) items manufactured and released on 25-feb-2015. Expiration date: 31-jan-2020. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 9 years 9 months after primary, the patient has been revised because of acetabular shell and cementless stem loosening. The surgeon revised successfully all the components.